Event description:
It was reported that a patient presented for a routine generator change on (B)(6) 2023. After the procedure completed and while testing defibrillation thresholds (dfts), it was noted that at least one shock was unsuccessful as a result of low and out of range right ventricular lead impedance. The patient pocket was reopened and the lead was capped and replaced on (B)(6) 2023. The patient was recovering post-procedure.

Manufacturer narrative:
Correction - h6 - medical device problem code of "1133 - failure to deliver shock/stimulation" from report on 11 jan 2023 should have been "1540 - failure to convert rhythm." Correction - h6 - health effect - clinical code of "4582 - no clinical signs, symptoms or conditions" from report on 11 jan 2023 should have been "1721 - arrhythmia.